Manufacturer narrative:
The customer was able to resolve the issue remotely with the company representative (via phone). This consultation found that the set value for suction was set abnormally low. The settings were adjusted to resolve the reported event. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. There were no similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to the customer¿s settings. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery an ophthalmic console exhibited low aspiration pressure in phacoemulsification mode. The procedure was completed successfully using the same console. There was no patient harm reported.